Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in the stomach for gastrointestinal bleeding during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the physician was able to successfully release the first two clips. Upon deploying the third clip, it was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The physician attempted to release the clip by jiggling the catheter, opening and closing it aggressively, and creating acute angles with scope, but was unsuccessful. There was abnormally high resistance felt before the handle spool reached the end of the stroke. Additionally, the control wire broke. All three clips were removed to start over the process. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not release from the catheter.